Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017. The cause of death was reported as suspected lvad thrombosis. The patient had been admitted on (B)(6) 2017 for suspected lvad thrombosis and was being medically managed for recurrent lactate dehydrogenase (ldh) rise, chest pain, shortness of breath and activity intolerance. The patient had been treated with heparin infusion and continued warfarin and aspirin. The ldh had decreased from 1500 u/l to the 500 u/l range. There was a slight increase and plavix 75mg daily was added. The inr range was between 2-2.5 for first initial thrombus event and increased to 2.5-3.5. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. A full examination of device could not be conducted because the device was not returned for analysis. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.